Event description:
Patient reported obtaining a blood glucose result of 319 mg/dl, while using the suspect device. Patient was not feeling well and phoned for emergency medical services. Upon their arrival, patient's blood glucose measured 26 mg/dl (using paramedics' blood glucose monitor). Patient was treated with a tube of glucose, after which their blood glucose measured 59 mg/dl. At the time of the event, patient was testing with expired strips. Additionally, controls had not been run on the system. A request was made for return of the suspect product and replacement product was shipped.